Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 was failed and cubies were not detected on bus. A field service engineer (fse) reported recurring widespread issues affecting the sub drawer. The fse inspected the drawer and did not identify any visible faults, then proceeded to reseat all tray connections and replaced the drawer controller board with a spare unit to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary aux2 2.2 all drawer cubies were not detected on the bus. The customer stated that they managed to get the medication from another manner that caused a delay in patient care. There were no adverse events or injuries reported based on this event.